Event description:
Abnormal routine mammogram, received for a MRI, MRI showed capsular contraction of breast implant. Pain in right breast, and arm, lower right back. Breast implant rupture, severe pain and burning sensation, lost work / job because of surgery that needed to be done because of breast implant rupture and removal.